Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in a procedure on (B)(6) 2025. It was reported that after performing the sphincterotomy, as the device was removed, it was noticed that the metal cutting wire was broken. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2 (correction): block a1 (patient identifier), block e3 (initial reporter occupation) and block g2 (report source) have been corrected. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: (investigation results) the returned autotome rx 49 was analyzed, and a visual inspection found that the cutting wire was blackened, kinked and broken from the proximal pierce hole. Media analysis was performed based on the photo provided by the complainant where was possible to observe the device with the cutting wire broken and kinked. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of cutting wire break was confirmed. The results of the analysis performed on the returned device found that the cutting wire was kinked and broken from the proximal pierce hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The break in the cutting wire could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wires integrity, causing premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bend the cutting wire as observed in the product analysis. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review of autotome rx 49 fmea was completed and confirmed that the event of wire break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in a procedure on (B)(6) 2025. It was reported that after performing the sphincterotomy, as the device was removed, it was noticed that the metal cutting wire was broken. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Block h11: (investigation results) media inspection of the photo provided by the customer found that it was possible to observe the cutting wire was broken and kinked. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of wire break was confirmed. According to the media analysis performed, it was found that the cutting wire was kinked and broken, however, the most probable cause of the reported problem cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable root cause could not be established.

Event description:
It was reported to boston scientific corporation that an autotome rx 49 was used in a procedure on (B)(6) 2025. It was reported that after performing the sphincterotomy, as the device was removed, it was noticed that the metal cutting wire was broken. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.